Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10apr2020.

Event description:
The customer reported the unit is possibly overheating. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
G4: 13apr2020 b4: (B)(6)2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15aug2020. B4: 26aug2020. The blower motor (blower motor assembly) was returned to failure investigation (fi) for evaluation. No visual anomalies. Blower spins freely. Install returned blower assembly into known good test ventilator unit. Boot unit in normal operation mode and check for alarms and errors. The ventilator remained operational with no errors detected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.